Event description:
Catheter inserted 5/17/94, for home antibiotic therapy. Developed total obstruction of cephalic vein and partial obstruction of inominate vein, requiring hospitalization and treatment with urokinase. Hospitalized length of stay was 3 days. Discharged on coumadin therapy. Catheter still in place. Catheter was modified to proper length according to directions provided by co dated 5/11/94.